Event description:
It was reported that the shaft of the safety device of a jelco® viavalve® safety IV catheter was not closing when the needle was pulled out of the patient's skin. No injury to patient or clinician was reported.

Manufacturer narrative:
A jelco® viavalve® safety IV catheter was returned for device evaluation. Examination of the returned deployment chassis via microscopy did not produce any evidence that the device had been deployed to a patient. It appears unused. The device was locked normally with the guard locking fingers engaging normally in the housing locking window. The device and the investigation could not confirm the fault occurred. Therefore, no root cause could be assigned.